Event description:
Reporter rec'd from clinical f/u that approx 37 months post implant the pt expired due to heart failure secondary to valve dysfunction, moderately severe perivalvular. One year f/u revealed a mild para and transvalvular leak. Two year echo revealed a moderate leak of indeterminate location. The valve remained implanted therefore, was not returned for analysis.